Event description:
Reportedly, the atrial lead seems to show abnormal signs of sensing and pacing, which could be related to an incorrect position of the lead.

Manufacturer narrative:
Analysis summary: given the device memory, it revealed a wide dispersion of the p-waves sensed, with the large majority between 0.6 mv and 1.8 mv, and atrial spikes morphology that did not appear normal. These observations could be related to an inadequate fixation of the lead since implantation, since the first recorded events were observed few days after implantation on (B)(6) 2024).

Event description:
Reportedly, the atrial lead seems to show abnormal signs of sensing and pacing, which could be related to an incorrect position of the lead.